Event description:
In an abstract titled "kyphoplasty versus percutaneous vertebroplasty using the traditional and the new side-opening cannulafor osteoporotic vertebral fracture", the following events were reported: thirty patients underwent a kyphoplasty procedure from 2008 to 2010. The incidence of cement extrusion was 16.7% with kyphoplasty, all asymptomatic. There were no clinical relevant complications. No further information was reported.

Manufacturer narrative:
Report source: article titled "kyphoplasty versus percutaneous vertebroplasty using the traditional and the new side-opening cannulafor osteoporotic vertebral fracture", by nicandro figueiredo; roger rotta; alfredo arruda; douglas gonsales; alessandro cavichiolli; luiz casulari. Method - device not returned; followed up with author.